Event description:
It was reported by service report that the wheel lock was not locking and the height adjustment racks were bent. The customer reported that they did not know if there was any patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Bent height adjustment racks.